Event description:
The customer reported the systems' user interface touchscreens continued to flash and lose functionality. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Four condensers on the video cards were replaced. The system was then found to be operating as intended.